Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to noise. The patient was asymptomatic and was stable prior, during and post procedure.

Manufacturer narrative:
Correction: section h4 device manufacturing date and section d4 expiration date were not initially reported. The correct device manufacturing date is jul 8, 1997 and the correct expiration date is (B)(6) 1999.